Event description:
Baxter reported that twice a baxter system 1000 removed 0.5kg more fluid than was targeted. Details on the pt and treatment have not been provided.

Manufacturer narrative:
Additional manufacturer narrative: the customer's biomedical technician inspected the instrument and found an inaccurate ultrafiltration flow meter. The flow meter was replaced and the instrument was put back into service. Baxter retrieved the ultrafiltration flow meter that was reported to be inaccurate and performed and evaluation. The flow meter was installed in a test instrument and the system was calibrated. A slow leak was observed in the ultrafiltrate line on every monitor cycle. This indicated a leaky diaphragm in the flow meter. However, the instrument did pass the calibration test. The instrument also passed an ultrafiltration removal accuracy test. An internal inspection of the flow meter revealed a tear in the center of the diaphragm about 1/8 inch in length. The evaluation found the leak to be too slow for the device to detect during self-test. Baxter has reviewed past ultrafiltration complaints and found no significant failure trends. The ultrafiltration flow meter was included in this review. Baxter has requested more info regarding the hemodialysis patients and treatment procedures but the customer has not responded.